Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for bi-directional sequencing. Sequencing interrogated gypa gene exons 1 to 7 and the allele genotype gypa*m, gypa*n(68a) was identified. Although the variant gypa*c.68c>a has been previously described as the isbt null allele gypa*11 associated with gypa*m, dna cloning and new sequencing of gypa exon 2 confirmed this result. Since the serology data for n antigen of this sample is negative, the gypa*n(68a) allele is associated to no expression. ID core xt reported a predicted n+ phenotype, but gypa*n(68a) variant allele, not interrogated by ID core xt, is associated with n- phenotype. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is covered by limitations number 1 and 10 of ID core xt package insert.

Event description:
The customer reported a possible discrepancy. The sample is n+ using ID core xt assay but serology reported n-.